Event description:
It was reported when using the pyxis medstation es system, it was not powered up and displayed a black screen. The customer reported that the dispensing of the medication to the patient was delayed as a result of this malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident that the power supply malfunctioned upon activation, and the drawer controller board was found to be faulty. The field service engineer replaced drawer controller board to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.